Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device showed the actuator in its post t1 deployment position indicating a deployment of t1 and a pre-deployment of t2. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Although the failure mode cannot be confirmed, the described failure is related to root cause investigation which has been opened to track the root cause and applicable corrective action. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure to repair a meniscus using fast-fix 360 curved ndl delivery system two implants have been deployed behind meniscus instead of only one anchor per procedure. There was a procedural delay of 10 minutes. The implants were left behind the meniscal ligament. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.